Event description:
Customer reported issues with the insulin pump. Customer states that they change their batteries often and still keep receiving the bad battery alarm. The blood glucose is not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).